Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead exhibited high pacing impedances, variable thresholds and interference on the patient's electrogram (egm). The patient was symptomatic and subsequently hospitalized as they are pacer dependant. A right ventricular (rv) lead fracture was suspected. The device was reprogrammed and the patient was scheduled for a revision procedure in the near future. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
The lead remains in service. To date, the revision has not taken place. Once information is received of the revision procedure a final report will be submitted. If the lead is returned to boston scientific a complete evaluation of the lead will be performed to determine the root cause of this event.

Manufacturer narrative:
This lead has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.